Event description:
It was reported that: "patient stated that after his total knee replacement everything was going well until he started experiencing swelling and pain. Pt reached out to his surgeon and the surgeon stated that his knee was working it way loose and the pt needed a revision done. Pt was revised on (B)(6) 2011 and wanted to know if his implants were part of a recall."

Manufacturer narrative:
The following other devices were also listed in this report: scorpio nrg ps femoral #9 left: cat# 81-4409l, lot# wyamha. Nrg knee p/s nrg bearing insert: cat# 82-3-0710, lot# unk. Series 7000 standard tibia: cat# 7115-0007, lot# p83mna. At the present time it cannot be determined which, if any of these devices may have caused or contributed to the pt's pain and subsequent revision. An eval of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.